Event description:
It was reported that the user tripped and fell at work, resulting in a cracked ilet screen that allowed device unlocking but prevented access to menus, notifications, and the cartridge view; blood glucose was reported as unaffected, and a replacement device was arranged with return of the original. Symptoms included none related to hypoglycemia or hyperglycemia. Outcomes included no clinical impact and continued cgm use on dexcom g7. Investigation included review of the event description and confirmation of return logistics for evaluation. Investigation of this device revealed physical damage to the display assembly consistent with accidental impact, affecting user interface functionality while not affecting blood glucose control as reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to an external impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.